Event description:
It was reported that a malfunction occurred without any notable events prior, identified by the code malf 0, which was not resettable. There was no adverse impact to the customer's blood glucose level. Corrective actions included the customer using multiple daily injections as a backup therapy while a replacement pump was provided by technical support. The customer received instructions on returning the malfunctioning pump and acknowledged the need to set up and connect their continuous glucose monitor to the new pump.